Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer reported to have evaluated the suspect device but at this time is awaiting replacement parts to complete the repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault. The customer performed troubleshooting, but the issue was not resolved. The issue occurred during testing. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting, but the issue was not resolved. The fsr ordered and replaced the main printed circuit board. After replacement, the issue was resolved. The fsr performed the operational verification procedure and reported the unit passed all tests according to manufacturer setup. The fsr reported no part will be returned as it was damaged during the removal process. Due to the part not being returned, no further evaluation can be completed at this time.